Event description:
While operating on battery power, the pump reportedly powered off without sounding an audible alarm tone. The customer contact could not provide specific pt information, pump programming or event details; however, there were no reported adverse pt effects. The therapy was resumed using a replacement device. Though requested, no add'l info was provided.